Event description:
It was reported that the right ventricular epicardial lead had noise noted on stored episodes. A lead integrity alert was triggered for short interval counts (sic) and two non-sustained ventricular high rate episodes. It was also reported that the right atrial epicardial lead was oversensing far-field r waves. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4968-25 lead implanted: (B)(6) 2008, 6937a-35 lead implanted: (B)(6) 2008. (B)(4).